Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on (B)(6) 2026, during a salpingo-oophorectomy using a coolseal trinity, the physician reported that while cutting one of the fallopian tubes the device cut but did not seal and the fallopian tube started to bleed with an approximate blood loss of 50ml. The tissue was not blanched. At this point another coolseal trinity was used but did not provide a good seal tone. At this point a third-party device (ligasure) was used to complete the case. No other information available.